Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the component. An evaluation of the component confirmed but did not duplicate the reported issue. The evaluation found solenoid failure.

Event description:
The customer reported that the vela ventilator experienced a "vent inop" alarm. The customer confirmed that there was no patient involvement associated with the reported issue.

Manufacturer narrative:
The suspect ventilator blender module was returned to vyaire and evaluated. The reported problem was confirmed and duplicated. The evaluation determined the cause to be a failed 3-way valve.